Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized in (B)(6) 2016 with a blood glucose level ranging from low 30's to 494 mg/dl. Customer felt irritable, sluggish, vomiting, dizzy, and feels like her brain is a little foggy. The customer was treated for their blood glucose with manual injections and fluids. The customer noticed crack on their insulin pump and experienced a no delivery alarm form the device. The customer stated that they started feeling ill 36 hour prior to the call. The customer stated that they had the flu for 3 days and had been on steroids. The customer was wearing the insulin pump during their hospital stay. Customer stated that there were recent changes to the programing of their insulin pump. The customer was assisted with reviewing the settings on their insulin pump and everything was programed accurately. The customer reports physical damage to the screen of the insulin pump, and as a resulted sent the device back for analysis.